Event description:
It was reported there was prolonged boot up time. It was also reported there were problems with the programmer head communicating; wand replaced without success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was prolonged boot up time. It was also reported there were problems with the programmer head communicating; wand replaced without success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printed circuit board was out of electrical specification. It was also noted that the power cord door was broken. (B)(4).